Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. A visual inspection of the sample confirmed that the tube of the set was completely cut near the clamps. The cause of this condition was not identified. A batch review was conducted and there were no deviations found during the manufacture of this lot.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) of an infusion set that presented a leak at the location of the clamp. This condition was identified at an unknown process step. There was no patient involvement or medical intervention reported. No additional information is available.